Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11. One 8.5f swartz introducer sheath and dilator were received for evaluation. The guidewire was not returned for analysis. No visual anomalies were noted on the returned sheath or dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported guidewire damage was unable to be conclusively determined.

Event description:
During the af procedure, there was an issue on sheath. When inserting to the femoral vein, the physician recognized that the guide wire was cracked. After changing a product, the procedure was successfully completed with no adverse consequences for the patient.